Event description:
It was reported that during service evaluation the dc inlet was found damaged and the j2 connector broken therefore the battery can no be recharged. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection found defects to the outer casing. The functional evaluation found the device was unable to charge or operate on mains power, establishing a relationship with the event reported. The root cause has been identified as a defective mains power charging port, the battery was also replaced during service. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.